Event description:
Upon inserting ivus catheter into vessel, image only showed portion of the image field. Ivus rep present suggested to open another catheter as it seems like crystals damage on the catheter. New catheter opened to complete the procedure. There was no harm to patient. Manufacturer response for volcano ivus catheter, (brand not provided) (per site reporter): rep was present for the case; rep notified that product is available for pick up.